Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. Inspection of the drive mechanism components found no issues that would prevent the pod from completing activation. The device was deactivated before the start of the second priming sequence. The rotational sensor assembly was observed to malfunction multiple times during operation. Investigation was unable to determine an exact cause of the reported rotational sensor malfunctions. Investigation was able to conclude the rotational sensor malfunctions did not contribute to the user reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed at initial activation.